Manufacturer narrative:
This report is being sent as follow-up #1 to update section h3, and to provide the completed investigation results. One tr band 2 was returned for evaluation. The returned sample included the band assembly, pouch label and inflator. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 3 ml of air left in the band. The sample was subject to leak testing. Approximately 18 ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under a microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak at the side of the inflation tubing insertion point at the balloon tab. The ops quality engineer (qe) was notified, and non-conformances (nc) was initiated for this issue. The nc will contain the root cause analysis and corrective actions. A corrective and preventative action (CAPA)was initiated for the increase in air leakage issues. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: assistant lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band 2 self-deflated after being applied to the patient. The procedure being performed was a left heart catheterization. There was no reported injury to the patient. The patient was in stable condition. The patient required medical or surgical. Hemostasis was completed successfully using manual pressure. The event occurred post-treatment. Additional information was received on 07june2023: the tr band 2 was reported to lose air immediately. There was no blood loss reported. There was no noticeable damage to the device. The protocol for the facility is to inflate the tr band with 18ml's of air. A slender sheath was used in the access site.